Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however, the fse did replace the universal surgical manipulator (usm). The system was tested and was ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy transthoracic surgical procedure (post anesthesia), a nurse called in to report multiple errors on universal surgical manipulator (usm) 3. Prior to the call, the site already power cycled the system three times. Error 23000 was observed in the logs and pointing to an issue with usm 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to exercise the usm 3 axis with the clutch button and then perform an emergency stop/recover. The customer followed the tse's recommended troubleshooting steps, but the error persisted. The tse informed the caller that the error could return even if it was resolved. The customer stated that usm 3 was needed for the upcoming surgery. The customer informed the tse that most likely they would proceed to a laparoscopic mode. The procedure was converted to laparoscopy with no reported injury. Currently, it is unknown if ports were placed on the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated. The unit was tested on an in-house system in normal mode with error 23000 pointing a communication issue between axes controller arm (aca)¿ yaw searchlight. The complaint was confirmed based on failure analysis.